Event description:
It was reported that during a ptca procedure of a totally occluded lesion, the pt graphix guidewire fractured. Attempts at retrieval were unsuccessful, and a portion of the wire remains in the pt. The pt is reported to be stable. Additional info has been requested regarding this event.